Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown morphine and bupivacaine via an implantable pump. The indications for use was malignant pain. It was reported that the patient representative (caller) stated that the patient had the pump filled on monday and it was under infusing. The caller stated that they were expecting maybe 2-6 ml left in the pump. Caller also stated that there was a volume discrepancy of almost a third underinfusing. The issue was not resolved through troubleshooting. The caller mentioned they have not heard an alarm and a physician had not looked at the logs. The manufacturer's technical services specialist (tss) also reviewed physician listings and caller also mentioned they know what an alarm sounds like from in the past. The patient was redirected to their healthcare provider to further address the issue.